Event description:
Add'l info rec'd from MFR on 10/15/99: various attempts were competed to the user facility requesting device for evaluation. It was informed that the device would not available. A lot record review was conducted for this device. Results indicated mfg process was completed within specs and no anomalies within the process were found that could relate to this report.